Event description:
It was reported that this pacemaker had reverted to safety mode. The device had declared elective replacement indicator (eri) approximately three months earlier. It was also noted that the device exhibited three codes which indicated the device had reset. The device was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had reverted to safety mode. The device had declared elective replacement indicator (eri) approximately three months earlier. It was also noted that the device exhibited three codes which indicated the device had reset. The device was explanted and successfully replaced. No additional adverse patient effects were reported. This product was returned to boston scientific for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined. Additionally, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.